Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was unable to be implanted. The rv lead was not used, and a new lead was implanted. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.